Manufacturer narrative:
Additional information was received on this event on march 16, 2017. The patient¿s diagnosis before the procedure and pre-adverse event was a ventricular extrasystole. The patient did require extended hospitalization. The outcome of the adverse event was that the patient is no longer hospitalized and some isolated ventricular extrasystole with a regular sinus rhythm. The physician¿s opinion on the cause of this adverse event was that there was no deflection problem nor patient-related factor. The physician noted the catheter diameter irregularity (3 metal rings on the catheter body at about 5 cm of the distal electrode which would increase the diameter) and the distal electrode diameter that is a little bit more important than the catheter body can favor blocking of the catheter in the valve chordae. This physician noted that this type of complication did not occur with the previous version of smarttouch or thermocool. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17618921l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional sf catheter and suffered a medical device entrapment resulting in mitral insufficiency requiring surgical intervention (emergency valvuloplasty) and extracorporeal membrane oxygenation (ECMO). During the procedure, the catheter became entangled in the mitral chordae tendinae. Valvuloplasty was performed. ECMO was utilized. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.